Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty removing the impactor from the tibial component. While trying to remove the impactor, the pt's medullary cavity expanded and had to be fixed with cement.